Event description:
Originally the customer reported a false negative reaction of a patient sample with seraclone anti-d blend. The customer did not return the complaint sample for investigational testing but sent in the patient sample. Our quality control laboratory tested their retention sample of the supposedly defective lot in parallel with a reference lot for potency and specificity. All acceptance criteria were met. Both lots showed comparable results. Additionally our quality control laboratory tested the patient samples #(B)(6) and #(B)(6) with their retention sample of the supposedly defective lot in the method immediate spin and in the indirect antiglobulin test (iat, 30 minutes at 37°c) according to the recommendation of the IFU. Both patient samples showed a weak positive reaction in the immediate spin test and a strong positive reaction in the iat. Based on the serological test results a weak d respectively d variant was suspected for both specimens. Therefore, they were sent for molecular rh(d) typing to an external laboratory. Both samples were typed as (B)(6). The subsequent sequencing of the rhce gene did not show any mutation that could explain d-like structures that might be mimicked by rhce protein carrying amino acid substitutions. Based on the investigation and the provided information the complaint was classified as confirmed - epp (expected product performance). The complaint sample was not available and the retention sample reacted as expected. The unexpected positive reactions (unexpected with regard to the genotype ccddee) occurred only with the patient samples provided by customer. The positive reactions might be explainable due to the five red blood cell units the patient received in (B)(6) 2021. The patient was transfused with a rhd positive blood. Bio-rad currently assume that the mixed field reaction in gel card on (B)(6) 2021 and the positive reactions in tube test might be explainable due to the five red blood cell units the patient received in (B)(6) 2021. The survival and lifespan measurements obtained with transfused erythrocytes indicating an overall good survival with a maximum of 135 days after transfusion ((B)(6). Survival of red blood cells after transfusion: processes and consequences. Front physiol. (B)(6) 2013 ;4:376). A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with seraclone anti-d blend. The customer did not return the complaint sample but the patient sample that caused the alse negative test result. The investigation in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.